Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message on the user control panel was confirmed during functional testing and archive review. The potential root cause maybe defective load cells or damage sustained due to mishandling. There was no physical damage observed on the returned autopulse platform during visual inspection. As part of routine service during testing, the platform was evaluated. The encoder drive shaft only rotates in one direction. This observation was not related to reported event. During archive data review, multiple ua07 error messages were observed. The initial functional testing of the ap platform could not be performed due to ua07 error message displayed upon powering on. After replacement of encoder drive shaft and load cells, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 7 error message upon power up. User was unable to clear the ua 7 error message. No known impact or patient consequence was reported.